Event description:
It was reported that the device does not cycle. No additional information.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There was signs of impact damage but the problem source is unknown. DHR review was done, no issues related to the original complaint were found.